Manufacturer narrative:
Due to character restrictions in block e1 telephone number (B)(6).

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) prompted that maintenance code 8 was required. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer(fse) communicated with the customer on site to confirm the status of the equipment prompt at that time. The fse tested the optical fiber module and tested the remaining parameters. The equipment parameters met the factory requirements. The device was handed over to the customer for clinical use.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).